Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was returned for evaluation. No issues were found on the returned product. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to patient movement since the bleed started occurring after the patient was transferred from cath lab to ICU.

Event description:
The complainant reported the patient had an impella cp implant and during support, the patient had a hematoma at the access site. A foley was placed and the hematoma grew. Dressing removed and pressure held at access site. With pressure being held perfuse bleeding was noted, and unable to control. Multiple attempts to adjust catheter completed with no success on getting the bleeding to stop. The impella was removed and one unit of blood products were given to the patient. The procedural outcome is unknown.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿